Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the pump¿s battery compartment was damaged and the battery cap threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 04/20/2015 with the following findings: during investigation, a visual inspection of the pump showed that the battery compartment had multiple cracks. The battery cap was observed to have stripped threads and the cap was not able to tighten securely to the pump. During testing, the audible alarm was operational, however, the vibration alarm did not function. Unrelated to the complaint, the pump was opened and evaluation revealed that the vibration motor had failed.